Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a hemostasis valve leak occurred. A left atrial appendage closure (laac) procedure was performed. The physician prepared the watchman® access system by closing the valve and flushing it. During the procedure, the hemostasis valve of the watchman® access system did not close properly. Blood was dripping from the valve when the physician tightened the valve with or without the pigtail catheter in place. The patient lost approximately between 350-500 ml of blood. The physician placed his thumb over the valve to close it and the procedure was completed with this device. There were no further patient complications and the patient's condition is stable.